Event description:
It was reported that this right ventricular lead was surgically abandoned and replaced due to insulation damage that was noted during the pacemaker replacement. No additional adverse patient effects were reported.